Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation and reportedly discarded by the user facility. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016 during a general hand surgical plating of the right 4th metacarpal shaft, the drill bit broke in two while trying to drill one the screws into the plate. The broken drill tip was retrieved from the patient with ease and there was less than a five minute surgical delay due to the reported event. Multiple bits were available in the operating room and the bit was changed without incident. The plate was easily placed using the new bit and the procedure was completed successfully. (B)(4).